Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection and hypotension are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. There was no reported device malfunction and the stent remains in the anatomy.

Event description:
Patient ID: (B)(6). It was reported that prior to the coronary stent procedure, the patient experienced multiple vagal episodes. On (B)(6) 2019 the 3.0x38 mm xience sierra stent was implanted in the right coronary artery (rca) chronic total occlusion. After an optical coherence tomography pullback was obtained, a flow limiting dissection was noted. The dissection was treated with the 3.5x15 mm xience sierra stent. At the end of the procedure, the patient experienced a vagal episode with the systolic blood pressure in the 70s and the heart rate in the 50s. Intravenous atropine, intravenous neosynephrine, and intravenous fluids were administered. The vagal episode resolved. When manual compression was applied to the bilateral groin access sites, the patient experienced another vagal response again treated with atropine and intravenous fluids. The patient and vital signs were stable overnight. The hemoglobin and hematocrit levels were stable. The patient was discharged from the hospital the following day on (B)(6) 2019. No additional information was provided.